Event description:
It has been reported to philips that the allura system lost geometry functions during a clinical procedure and required two warm restarts. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the emergency stop (a button to block all movements except manual stand rotation and tabletop float) was likely accidentally pressed by the patient. A philips service engineer inspected the system onsite, no malfunction was identified. Log file analysis confirmed that the emergency stop was pressed which caused that motorized movements were not available. A warm restart was initiated to recover from the emergency stop, but during the warm restart, a cold restart was imitated. When the system was restarted, the emergency stop was recovered and the system was working as specified. It is not known why a cold restart was initiated during the warm restart. Codes were updated based on the investigation outcome. Health impact grid code corrected. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction of the system.